Event description:
It was reported that the patient received a shock while weight lifting due to a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. It was also reported that during the extraction of the rv lead the device was damaged. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.